Manufacturer narrative:
Natus technical service advised the complainant to have the constant current pcb replaced, and provided the complainant with ordering information. Natus technical service made five subsequent attempts to contact the complainant asking about the status of the device, the replacement parts order, details regarding how the initial blue led illumination issue was resolved, and whether there was any patient involvement. No further response was received.

Event description:
Natus received an initial report that blue leds were not illuminating when a neoblue 3 device was turned on. Natus technical service advised the complainant to try toggling the intensity switch away from the neutral position and to reseat all cable connections within the unit. The complainant replied that the issue was resolved by following the instructions of natus technical service. However, in the complainant's reply regarding the blue led illumination issue, the complainant reported that intensity on the high setting was measuring higher than specifications while the potentiometers were adjusted to their minimum setting. The complainant reported intensity readings of 37-39 uw/cm^2/nm in some areas using an ohmeda radiometer calibrated in september 2017. Five other phototherapy lights at the user facility were reported to measure within specifications using the ohmeda radiometer in question. The complainant stated that they have never used a natus neoblue radiometer with their neoblue 3 devices. There was no report of death, serious injury, delay in treatment, or environmental/safety concerns.